Event description:
It was reported that the lead exhibited varying pacing impedances and an increased capture threshold. The lead was capped and replaced with no further consequences to the patient. The patient did not experience any symptoms related to this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.